Manufacturer narrative:
Device not returned. Report of event was mistakenly placed in the no report file due to admitted mishandling and application of (B)(6) vigilance rules, and mistake was uncovered in preparing PMA annual report. Report now submitted to correct oversight.

Event description:
During the implantation the surgeon tried to push the valve into position with a roberts forceps and accidentally broke off a piece of housing. The valve was replaced and the patient suffered no harm. Surgeon admits to mishandling the valve.